Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 45 mg/dl at the time of the incident. The customer was at 230 mg/dl at the time of the call. The customer used food to treat. The customer got a bolus for 191 grams of carbs in error and they got 23 units of insulin delivered. Troubleshooting was completed but did not resolve the issue. The reservoir will be returned for analysis.